Event description:
A malfunction on the pump was reported by the caller, who noted no notable events prior to the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.